Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. It was reported that the infusion device administered more insulin than it should have, and the patient suffered hypoglycemia. The patient received a blood glucose result of 42 mg/dl on an unknown blood glucose device. The patient's mother transported him to the hospital. The patient was treated in the emergency room with glucose administration to stabilize his blood glucose. The patient was in the emergency room for a couple of hours and released. The patient was not admitted into the hospital. The infusion device was requested to be returned for product evaluation.